Event description:
It was reported that when the device was used during the third firing the surgeon noticed that some staples had formed and others did not on both sides of the staple line. The surgeon had to oversew both sides of the staple line. There was no pt consequence.